Manufacturer narrative:
A ge rep evaluated the system and placed the video cable on the correct connector. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the system will not make x-rays. No pt injury was reported.